Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected prior to use, and a pre-implant balloon aortic valvuloplasty was performed due to calcification. The valve was implanted in the patient's native annulus at a shallow implant depth. Upon withdrawal of the delivery catheter system (dcs), the nosecone interacted with the valve, causing it to dislodge above the annulus. A second transcatheter valve was implanted valve-in-valve. It was noted that a non-medtronic wire was used during the procedure, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered with in the frame inflow of the valve by slightly retracting the guidewire. Additionally, the dcs was twisted or torqued during deployment. Per the physician, the patient's tortuous and calcified anatomy contributed to the dislodge. It was further reported that the depth of implant also contributed to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial #: (B)(6), ubd: 05-apr-2026, UDI#: (B)(4). Continuation of d10: product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.